Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor was confirmed. It was found that the motor shaft was stuck. Also there was a short circuit in the motor cable. The motor and the motor cable were replaced and the device was repaired, tested and found to be fully functional. The defective motor and short circuited motor cable would have caused the reported complaint. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure, the motor of a fms tornado micro handpiece with buttons was jammed and did not turn. A replacement device was used to complete procedure. No surgical delay or patient consequences reported.